Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event on the following day. The treatment for the peritonitis included injection of fortum (1.5gm, route and frequency not reported), injection of reflin (1.5gm, route and frequency not reported) and injection of heparin (dose, route and frequency not reported). The pd therapy was ongoing. The patient was reported to be recovering from the reported event. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.